Event description:
It was reported that the patient was asymptomatic. It was noted that interrogation revealed low defibrillatory impedance on the right ventricular (rv) lead. No programming changes were made in regard to defibrillatory impedance but programming changes to have a third ventricular tachycardia (vt) zone for therapies were completed upon request by the physician. The patient was being monitored. The patient was stable.